Manufacturer narrative:
Insulin pump received with unresponsive buttons, due to corroded keypad traces. Insulin pump received with minor scratches on lcd window, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had an issue with the buttons not working on the insulin pump. Customer's blood glucose level was 5.4 mmol/l. Customer stated that he cannot clear alerts and buttons are unresponsive. Insulin pump will need to be replaced. No additional information provided.